Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. At the time of the event, the customer had changed the infusion set, as such troubleshooting could not be performed. Customer's blood glucose was 144-163 mg/dl.